Event description:
On (B)(6) 2011, pt reported one of the insulin cartridges to her infusion device leaked and she is out of cartridges. Pt stated she noticed the issue on (B)(6) 2011. Pt reported she last changed the insulin cartridge on (B)(6) 2011. Pt stated she was not able to see an actual leak in the cartridge, in the infusion tubing or in the infusion adapter. Pt reported she has disposed of the adapter and tubing. Pt stated she already changed out the cartridge, adapter, and tubing and then dried out the infusion device. Pt reported the infusion device is working fine. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.